Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA (B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer; therefore, the product investigation consisted of a review of the production and inspection records only. The results are listed below: as the product was not returned for the investigation, product investigation could not be performed. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Complaint description: what - broken haptic; where - in surgery room; when - directly after implantation; patient impact - no impact. This incident occurred in (B)(6). According to manufacturer's internal definition, event does not involve death/serious injuries to patient and considered not reportable to local authority, but this case was reported as a potential ae by the hospital. Internal ae no. (B)(4), cfda ae no.: (B)(4).